Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the site was requesting a replacement system controller. The patient had multiple backup battery fault alarms on both primary and backup controllers. The ribbon had been reset and the controllers were changed out. It was additionally stated that log files were not collected, and that the cause of the alarms was unknown. Exchanging the controller resolved the event temporarily. The patient performed a self-test which resolved the alarm. There was no adverse patient impact.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed via the submitted log file; however, it was not reproduced. The downloaded controller event log file (B)(4) did not contain data from the reported event date of 04jun2024. The events were overwritten by newer data. There were no notable alarms active in the log file. Data from the reported event date of 04jun2024 in the downloaded controller periodic log file (B)(4) was reviewed. The backup battery fault alarm was active from (B)(6) 2024 at 17:49:01 to (B)(6) 2024 at 04:48:59 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage or the unloaded voltage being under the acceptable threshold. The log file did not capture when the load test first did not pass, so the loaded and unloaded voltages cannot be measured. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. After testing, the backup battery was fully charged, and a load test was initiated on the controller without any alarms activating. The provided information stated that the battery was reseated and performing a self-test resolved the alarms. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.